Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous left anterior descending (lad). The lesion was pre-dilated with unknown size non bsc balloon, the physician attempted to place a 2.75x20mm liberte stent but was not able to cross the lesion. Upon removal, flaring of the stent was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).